Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The company is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's device was reportedly explanted for a technology upgrade.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed prior to receipt as well as damage on the epoxy header region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.